Event description:
Additional information reported the patient¿s health care provider (hcp) believed the lead was fractured because there were elevated impedances and no stimulation from the patient¿s ¿octad¿ lead. It was noted the patient¿s lead was explanted and replaced.

Event description:
Additional information reported indicated that there were elevated impedances. The revision of battery was tentatively planned and the lead was "still questionable." It was stated that the patient was having routine battery replacement, and it was planned to try reprogramming and determine if it would cover painful areas. If the patient would still not able to obtain relief with current stimulation program, he might undergo a lead revision. Patient status at the time of this report was alive with no injury. Patient symptoms or complications associated with this event were less than 50% therapy relief in low back and legs.

Event description:
It was reported that the patient had a set of leads that weren¿t working. The reporter noted that the patient could increase the stimulation but didn¿t feel an increase. It was noted that this started about a year ago. It was further reported that there was a patient injury where the patient stumbled on the night of (B)(6) 2013 and then ¿that¿s when everything went haywire.¿ the reporter noted that the patient had a major pain increase and a loss of therapeutic effect. The reporter stated that the patient was able to make adjustments with his programmer, but was ¿having trouble with the first set of leads working where he could turn it up but it wouldn¿t increase any stimulation.¿ it was noted that the patient could tell which wires were working and could ¿feel the stimulation on leads 2 and 3 but not lead 1.¿ the reporter noted that the patient thought ¿the first lead was for the upper back and he had been feeling more pain in the upper back where there was an incision site further up the spine.¿ the reporter noted that the patient was at 0.0v at the time of the report but was able to turn it up. It was noted that the problem of the patient ¿not feeling it on lead 1¿ started on (B)(6) 2013. Additional information has been requested, but it was not available as of the date off this report.

Event description:
It was further reported that the patient was still having issues, but was seeking assistance from their healthcare professional and/or company representative. The patient had an appointment on (B)(6) 2013.

Event description:
Follow up information received from the healthcare professional (hcp) reported that x-rays that were taken were ¿non-specific¿. It was noted that no malfunctions were seen and the cause of the issue determined. A revision of the lead was to be scheduled for (B)(6) 2013 and the patient outcome noted as pending. Further follow up information received on the same date reported that the implantable neurostimulator (ins) and lead component were replaced. Testing of the old lead after removing extension showed elevated impedances although no fracture was seen per fluoroscopy. A new lead was implanted and tested normal post-operatively. It was reported that the patient was getting stimulation coverage to the areas needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 3708340, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 3998, serial# (B)(4), explanted: (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, implanted: (B)(6) 2005, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 3998, serial # (B)(4), implanted: (B)(6) 2004, product type lead; product ID 3998, serial # (B)(4), implanted: (B)(6) 2004, product type lead; product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
In manufacturer report #3004209178-2013-16000 the following information was reported: "it was reported that the patient's leads had to be redone because they weren't working. The reporter noted that the patient wasn't getting any stimulation where they "hooked" them or they came unhooked. It was noted that the patient didn't remember whether or not the leads were replaced when the ins was replaced in 2005. Less than two months later it was reported that x-rays and impedance checks were done on the leads in possibly 2005. The cause of the lead not working was determined to be a fractured lead component of the implantable neurostimulator (ins). A revision of the lead was to be scheduled for (B)(6) 2013." Additional review indicates this information pertains to this manufacturer report. Any additional information related to the leads not working event will be reported in this report. It was further reported that the patient had a battery replacement and lead revision surgery on (B)(6) 2013. It was stated that one of the leads "was broke."